Event description:
I was implanted with encore medical metal/metal hip system and it failed and had to be replaced in 6 months. I was told the device was loose at the stem and also the cup. I went through terrible pain and rehabilitation. That hip was also encore medical metal/metal, and it also failed. It had to be replaced, this time with a poly liner. I have had numerous problems after having so many hips installed. I have been told by my doctor that I have severe nerve problems with both legs from the knee down. I have had a very difficult time finding medical assistance dealing with injury caused by a metal hip. I was in very good condition before going through this ordeal. Now I am what most people would call very disabled. I also am disappointed to see that encore medical-djo surgical- is past due in sending the FDA the required 522 forms. I have tried contacting encore and was given the run around. No one would return my calls or e-mails concerning my problems with their product. Also, when I was in the hospital for the first revision, a rep from encore was there, my first encore hip went missing. The hospital, doctors, lab, no one could find it. I suppose it disappeared. I would like some help in this matter if possible. Thank you.